Manufacturer narrative:
Concomitant medical products: 5071-53, lead, implanted (B)(6) 2011.

Event description:
It was reported that the device withheld therapy for possible ventricular tachycardia episode due to sinus tachycardia criteria. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.